Manufacturer narrative:
(B)(4).

Event description:
The complaint sensor was not returned to dexcom. Data was received and reviewed from the patient on (B)(6) 2015. A review of the data log found inaccuracies. Additionally, the receiver (part number stk-pr-pnk /serial number (B)(4)/lot number 5198743), being used at the time of event, was returned on (B)(6) 2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the diagnostic chart confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015 on the arm, which is considered off-label use. The patient's mother did not report injury or medical intervention. It was reported that the sensor was inserted into the arm, which is considered off-label usage. It should be noted that the dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen) or buttocks.